Event description:
Pacemaker under boston scientific advisory [date redacted] for high battery impedance may initiate safety mode. Recommendation for patients dependent on pacemaker to have prompt generator change. Patient is dependent on pacemaker. Patient requested generator change when returned to [redacted] in spring. Pacemaker generator changed [date redacted].